Event description:
It was reported that a piic ix screen was freezing. The device was in use on a patient. There was no report of patient or user harm. Based on the information available and the testing conducted, the cause of the reported problem was a needed c.03.08.bios update. The device was fully operational after repairs were completed in the performed bios update. The issue was already investigated and addressed with a retrofit on failure fco86201964a.

Event description:
The customer reported that there is no alarming of the central surveillance. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Manufacturer narrative:
Upon further investigation this complaint record was reviewed, and it was determined that the device reported to have had a screen freeze was the pic ix. Screen freezes for the pic ix is not a reportable event, the reports were reported in error. Rationale: all centralized processing of data and communication with connected devices halts. When this occurs, primary monitoring at the bedsides continue with both audible and visual inop's announcing the loss of centralized monitoring. If m4841a telemetry are used upon loss of communication with the central, the device will audibly double beep. If the mx40 is in use, the device display will activate and enter monitoring mode where local alarming will become enabled and a visual message of "no central monit" is displayed.